Event description:
The patient reportedly had a superior canal dehiscence. The surgery was performed to address the issue. During the surgery, the doctor noticed a nick in the electrode array. Hence, the patient's device was explanted. The patient was reimplanted with another advanced bionics device.